Manufacturer narrative:
Correction: the file has been reassessed and determined to be not reportable. Please disregard initial MDR.

Event description:
The customer reported the device displayed an unknown alarm - error code/message. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device displayed an unknown alarm - error code/message. There was no patient involvement.